Event description:
The patient reported elevated blood glucose readings from 225-249 mg/dl with his normal range being 115 mg/dl. He stated his symptoms were dry mouth and sluggishness and he corrected his blood glucose levels by bolusing through his insulin infusion device. The patient stated he is blind and when he discovered his elevated blood glucose, he disconnected from his infusion device and bolused 12 units of insulin until he could feel insulin dripping. He stated, he had not received any alarms on his infusion device. The patient was advised to have a sighted person check for air bubbles in his tubing. On follow up, the patient stated he is well and will have his doctor review his basal rates when he sees him next week. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.